Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 68mg/dl, 434mg/dl, 198mg/dl (in the potential medical tab it was documented that, "could not verify whether or not the 68 and 198 had control messeage after the reading"). Tests were done within <10 minutes with a difference of 93%. Patient did not experience any adverse events. No further information has been reported.